Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturers reference number: (B)(4).

Event description:
It was reported that during a breast prosthesis implantation surgery, a 550cc mentor cpx4 with suture tabs, med height, smooth tissue expander was punctured by the implanting doctor with a suture while they were securing it, intra-operatively. As a result, the implant was replaced with an unspecified implant. No patient consequence or adverse event was reported.